Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient received an air detected in cassette alarm during treatment on the liberty select cycler. It was originally reported that there was no fluid leak and the supply bag line was tightened after being disconnected. The patient contact called back during the patient¿s same treatment and stated that they noticed the last bag was not securely connected to the tubing during the patient¿s previous cycles and lost some solution from the bag which probably led to this alarm since that bag is now completely empty. The patient contact was advised to contact the patient¿s peritoneal dialysis registered nurse (pdrn). Additional information was requested but to date has not been provided.